Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 302830 lot # 314254x. It was reported by customer that pharmacy technician noticed a couple syringes had a bad seal on the black plunger of the monojet 20ml syringe causing medication to leak out of the syringe once he started to withdraw. Verbatim: rcc received a complaint via email. Email(s) attached. On (B)(6) 2024 while mixing for non-hd compounds, compounding injuries or adverse event: no medline reference #: (B)(4). Item: 302830 quantity affected: 1 bx serial/lot number: (B)(6). (B)(4). Are any samples available for return? Yes reported issue per customer: situation: on 3/11/2024 while mixing for non-hd compounds, compounding pharmacy technician noticed a couple syringes had a bad seal on the black plunger of the monojet 20ml syringe causing medication to leak out of the syringe once he started to withdraw. Photo attached background: the item was monoject 20 ml syringe luer-lock tip, ref# 1182000777, lot# 314254x, (B)(4). No expiration date listed for this product. A couple syringes were affected with the same lot#; identical items with shared lot # were set aside and was not further used. Pictures sent to pamf recall team. FDA medwatch voluntary reporting form was completed. Item sequestered for supply chain to pick up. Assessment: this did not affect patient care as the correct volume was withdrawn with a new syringe for compounding. If affected syringes were to be further used, it could potentially lead to patients needing to reschedule if the exact volume of a compounding drug was lost due to spillage thus leading to insufficient volume. It could also lead to loss of revenue from spilled drugs. Recommendations: check item before use. Continue current compounding workflow of volume verification drawn by technician with check by pharmacist via photo documentation.

Manufacturer narrative:
It was reported by customer that it was noticed a couple syringes had a bad seal on the black plunger of the monojet 20ml syringe causing medication to leak out of the syringe once he started to withdraw. One photo of a monoject syringe was submitted for quality investigation. Evaluation of the phot submitted shows that there is fluid moving down the syringe plunger past the syringe stopper. The customer complaint of leakage past stopper was confirmed. A root cause for the failure could not be determined because the physical sample was not provided for analysis. A device history record review for model 1182000777 lot number 314254x was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.